Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery. Customer reported blood glucose level of 146 mg/dl. Customer reported having an issue with a failed battery at least 3 times possible no delivery. Troubleshoot for failed battery test alarm was performed. Contacts are not missing or damaged. Customer received failed batt test. Customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. No failed battery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.